Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that they are unable to clear it. Customer stated that the pump was not exposed to moisture. Customer is currently on vacation and has not reported it right away because they have their old pump, which still works fine. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. The device had minor scratches to lcd window, cracked case near lcd window corners, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.